Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error 25. The customer¿s blood glucose level was 197 mg/dl at the time of the incident. The customer states the pump keeps telling her to rewind power error detected. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. Unit received with minor scratched display window and case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.